Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt did not feel stimulation. There was no known accident or incident; the pt is noted to be fairly active. Impedance measurements were high (>40 000 ohms) on all bipolar pairs 0-3 and 8-11. The pt was able to feel some stimulation in one leg at 7.5 v; no stimulation was felt in the other leg at this voltage. Reprogramming all pairs could not get paresthesia. X-ray results showed no signs of damage to system; unclear if the lead has migrated and add'l troubleshooting was being considered. Add'l info has been requested, a follow-up will be sent if add'l info becomes available.